Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for low ef, no history vt/vf (scd-heft) and spinal pain. The surgeon was adjusting the patient's battery pocket because the battery was tilted and uncomfortable for her. An impedance check performed showed that contacts 8, 10, and 12 were greater than 10,000 ohms. The surgeon decided to replace the implantable neurostimulator. Intra-operative impedance testing shows that all impedances tested within normal limits when the new implantable neurostimulator was placed. The issues were resolved at the time of the report.